Event description:
On (B)(6) 2006, the pt underwent treatment for a thoracic aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. The pt tolerated the procedure with no evidence of endoleak. On (B)(6) 2006, a computed tomography (CT) scan detected a large area of endoleak in the aneurysm sac. Type 1 endoleak both distally and proximally and a suspected type 3 endoleak at the distal end. Additional gore tag thoracic endoprosthesis were placed within the previously implanted grafts to extend coverage. Angiography showed a high grade dissection and stenosis of the right common iliac artery which may have occurred during transportation of the endoluminal graft. An absolute stent was placed in the right external iliac artery, a luminex was deployed to the right common iliac artery, with an express stent placed in the right common iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device have been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. Additional devices related to this event are: tg4020/03621090. The gore tag thoracic endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to; endoleak.